Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and device expulsion ("migration of essure device location of device: fell intouterus leaving scar") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 2 diabetes mellitus. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), depression ("anxious and depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painfulsexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the pelvic pain, device expulsion, depression and dysmenorrhoea outcome was unknown, the female sexual dysfunction, dyspareunia and fatigue was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction and pelvic pain to be related to essure (ess205). Diagnostic results: in 2002, hysterosalpingogram (hsg) - few months after implant result- unilateral occlusion (right tube occluded), migration of essure device. Most recent follow-up information incorporated above includes: on 12-jun-2018: pfs received: reporter information, other relevant history, lab data, product information, new events- apareunia (inability to have sexual intercourse), migration of essure device location of device: fell intouterus leaving scar, dysmenorrhea (cramping), dyspareunia (painful/sexual intercourse), fatigue, lower abdomen pain were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: fell into uterus leaving scar") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included type 2 diabetes mellitus. In 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("anxious and depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, depression and dysmenorrhoea outcome was unknown, the female sexual dysfunction, dyspareunia and fatigue was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction and pelvic pain to be related to essure (ess205). Diagnostic results: in 2002, hysterosalpingogram (hsg) - few months after implant result- unilateral occlusion (right tube occluded), migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: fell into uterus leaving scar") and pelvic pain ("severe pelvic pain") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one coil migrated upon implant" in 2002. The patient's concurrent conditions included type 2 diabetes mellitus. In 2002, the patient had essure (ess205) inserted. In 2002, the patient experienced uterine scar ("fell into uterus leaving scar"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), depression ("anxious and depressed"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painfulsexual intercourse)"), fatigue ("fatigue") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy) and surgery (hysterectomy with unilateral salpingectomy). Essure (ess205) was removed in (B)(6) 2011. At the time of the report, the device expulsion, pelvic pain, depression, dysmenorrhoea and uterine scar outcome was unknown, the female sexual dysfunction, dyspareunia and fatigue was resolving and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, pelvic pain and uterine scar to be related to essure (ess205). Diagnostic results: in 2002, hysterosalpingogram (hsg) - few months after implant result- unilateral occlusion (right tube occluded), migration of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: pfs received. Event one coil migrated upon implant added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and depression ("anxious and depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of essure device). Essure was removed. At the time of the report, the pelvic pain and depression outcome was unknown. The reporter considered depression and pelvic pain to be related to essure. The reporter commented: the symptoms continued. Over the next several months, she sought treatment on multiple occasions for symptoms of severe pelvic pain, among other symptoms. Forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over other birth control options such as tubal ligation. Moreover, the surgery was much more severe than what would have been required of a tubal ligation. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with serious injuries. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.